Manufacturer narrative:
Medical devices continued: addrl1 ipg implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited oversensing. The leads were capped and replaced. No patient complications have been reported as a result of this event.